Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. A catheter was received for evaluation. Visual and functional testing were performed. Visual inspection found there was a substance near the tip hole of the catheter. Functional testing found when water was injected with the syringe, the resistance was strong and water was discharged from one of the tip holes on the hand side, but not from two on the tip side. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No product information has been provided to date. (B)(4).

Event description:
It was reported that the customer connected an ambulatory disposable pump to the product and administered medical fluid to the patient, but the volume of medical fluid did not decrease. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).